Event description:
It was reported, that the patient presented next day post operative follow-up. Will loss of capture exhibited by the right atrial lead. A chest x-ray revealed, that the lead had dislodged. The patient was scheduled for explant. And the lead was replaced. The patient was stable.